Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that a separation occurred between the filter and lower tubing when the patient leaned onto the line during a cytotoxic infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Event description:
The report suggests that a separation occurred between the filter and lower tubing when the patient leaned onto the line during a cytotoxic infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
The customer provided a photograph of the affected sample; analysis of the photograph identified that the tubing sleeve had separated from the outlet of the filter. The root cause could not be determined.

Manufacturer narrative:
The customer provided a photograph of the affected sample; analysis of the photograph identified that the tubing sleeve had separated from the outlet of the filter. The root cause could not be determined.

Event description:
The report suggests that a separation occurred between the filter and lower tubing when the patient leaned onto the line during a cytotoxic infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.